Event description:
It was reported that at routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an estimated remaining battery of 17%. There was a concern the battery was depleting earlier than expected. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report is being filed to correct the adverse event/product problem (b1) field and the type of reportable event (h1) field.

Event description:
It was reported that at routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an estimated remaining battery of 17%. There was a concern the battery was depleting earlier than expected. The device was explanted. No additional adverse patient effects were reported. Additional information was received. The device was not explanted, as the patient refused to have surgery to remove and replace the device. The estimated remaining battery longevity is unknown but is likely to be depleted.

Event description:
It was reported that at routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an estimated remaining battery of 17%. There was a concern the battery was depleting earlier than expected. The device was explanted. No additional adverse patient effects were reported. Additional information was received. The device was not explanted, as the patient refused to have surgery to remove and replace the device. The estimated remaining battery longevity is unknown but is likely to be depleted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.